Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Battery (voltage breaks down under load) defective, replaced. The foot control and power supply were not included. Micromotor (B)(4) and contra-angle handpiece (B)(4) are not defective. Function test without errors.

Event description:
In this event it was reported that a silver reciproc motor stops during use; no injury resulted.